Event description:
The advocate stated the customer received a blood glucose reading of 200mg/dl from his contour and then a reading of 500mg/dl from the hospital system. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.